Manufacturer narrative:
Device remains implanted.

Event description:
It was reported that the patient experienced difficulty with inflating their inflatable penile prosthesis (ipp). The patient indicated that they pumped the device and failed to achieve an erection. The patient also expressed that they felt bubbles in their device as early as (B)(6) 2018. The patient will seek a professional opinion to determine if there was a leak in the device.